Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to see prednizone order for a patient in profile. A technical support specialist (tss) reported that the medication orders in the patient profile were for 20 milligram tablets, which were not stocked in the machine. The tss advised contacting the pharmacy to create an order for prednisone 10 milligram tablet using the appropriate identifier, as it was available in the unit. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini system user was unable to see prednizone order for a patient in profile. However, there were no delay and adverse events or injuries reported based on this event.